Manufacturer narrative:
Additional information was provided that the correct sn is (B)(4) and was added to this report, along with the manufacturing and expiration date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that approximately two years and nine months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), increased gradient measurements were noted. Several stent fractures were noted (type 2) with stenosis. Subsequently, a second tpbv was implanted valve-in-valve. No further adverse patient effects were reported.